Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9018p-EU-005, ez-io 15mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. No other discrepancies were noted at visual inspection. The needle pouch was pressure tested under water to standard, "astm d2096 f2096-11". The pouch did not leak. The complaint that the "sharps protruded through the pouch" cannot be confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2018 and is approximately 1 year old. The complaint cannot be confirmed. Additional testing per standard "astm d2096 f2096-11" did not reveal any leaks in the sterility barrier. Athlone has issued a nonconformance to address protruding needles through the sterility barrier.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.